Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with foraminal stenosis/left sided radiculopathy c5-6 and underwent cervical arthroplasty at c5-6. Post-op, it is unknown if the product caused any issues as it appeared well placed and integrated in the endplates. Upon removal, heterotopic ossification and bridging fusion bone over the top of the implant was noticed, clearly limiting its purpose. Also, bone and soft tissue was posterior to the implant near the foramen. Patient is having pain in left arm with extension of neck and as a result of this additional posterior cervical foraminotomy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.